Manufacturer narrative:
Additional clinical information has been requested in order to allow a thorough investigation to take place. Upon receipt and assessment a follow-up report shall be filed.

Event description:
The original procedure was performed on (B)(6) 2010. At 5 year follow-up, a large neck dilation was detected. It was observed that the stent graft appeared to have migrated into the aortic sack leading to disease progression both proximately and distally.